Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and implant "that were withdrawn from the market in the recall". The device remains implanted.

Event description:
Healthcare professional reported "presented problems of capsular contracture" baker grade not specified. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified. No observed rupture on the device. Observed deformation device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode."

Event description:
Healthcare professional reported a rupture via us report and "implants that were withdrawn from the market in the recall." Healthcare professional reported "presented problems of capsular contracture" baker grade not specified. The event of ¿probable lipomas and nodules¿ is not device related. The device has been explanted.